Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to the complaint, display was found to be dim and have a red tint.

Event description:
Pump was returned for multiple loss of prime alarms. Eval revealed partially dislodged force sensor pins. This report is being made based on the eval results.